Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that she was testing the site's generator and the plasma blade she was using would spark when she attempted to use the cut mode. She was testing due to a case reported. The caller stated she'd work with the rep on options. No patient was present.